Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the wide variety of sites testing, differing workflow protocols, confirmation protocols where up to three different swabs samples are taken, could have led to the suspect false positive results. Mesa continues to work with the customer with regular contact, and as of this date, there have not been additional suspect false positives. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803. Lots provided by the customer that were included in the investigation: kit lot:p21296-007, exp: 4.10.2023, UDI: (B)(4), kit lot:p21288-020, exp: 3.15.2023, UDI: (B)(4), kit lot:p21296-005, exp: 4.07.2023, UDI: (B)(4), p21293-042 exp 2/15/23 UDI: (B)(4), p21287-003 exp 1/15/23 UDI: (B)(4), p21098-005 exp 09/05/22 UDI: (B)(4), kit lot: p21296-014, exp: 4/6/23, UDI: (B)(4), kit lot p21281-015 exp:10/15/2022, UDI: (B)(4).

Event description:
Suspected false positives. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.